Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pace impedance measurements and noise. Lead integrity testing was recommended by boston scientific technical services (ts). This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).